Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion sets fell off events during use on (B)(6) 2026 and (B)(6) 2026. The first infusion set was used for less than a day and second set was used for eight hours and patient replaced infusion sets and resumed insulin deliveries successfully.